Event description:
It was reported that the device was recently changed out. No capture was noted, but unable to be determined as attributed to the device or to the atrial lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.